Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for extremely high blood glucose (bg) levels; however, no specific values were provided. At the time of the initial call, customer was in the hospital and being treated with intravenous fluid, potassium, and insulin. Customer requested follow-up at a different time. Multiple attempts were made by tandem¿s technical support to obtain additional information and to perform troubleshooting; however, no additional information regarding this event was provided.